Event description:
This is a report of a disconnection between a patient's transfer set and catheter that occurred during therapy on the homechoice machine. The patient immediately reconnected to the patient line, however, the patient later developed peritonitis. On an unknown date, the patient was treated with vancomycin for the peritonitis. On an unknown date, the patient recovered from the peritonitis and was retrained on proper therapy techniques. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the titanium adaptor disconnected from itself and not from the catheter or the transfer set. No additional information is available. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced a recurrent peritonitis six months after the initial episode of peritonitis. The cause of the initial peritonitis event was a disconnection between the titanium adapter and the non-baxter pd catheter. The patient was not hospitalized for the recurrent peritonitis, but was treated with an unknown IV antibiotic (name, dose, frequency not reported). However, the patient was hospitalized and later discharged for the first onset of peritonitis. The pd catheter was discontinued 7 days after the recurrence and the patient began hemodialysis. The following month, the pd catheter was reinserted. The patient restarted pd therapy 2 days prior to receipt of this report. The cause of the recurrent peritonitis was related to the patient's previous peritonitis episode and a break in aseptic technique further described as the patient did not clean the area prior to the start of the therapy. The patient was retrained on proper aseptic technique. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.